Event description:
It was reported that the ilet pump displayed alert 60 related to bluetooth communications and the wake button was nonresponsive after multiple restarts, with the pump also showing as disconnected in the mobile app; the user confirmed no visible damage and a replacement was issued. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviewing the user and analyzing the information provided. Investigation of this case revealed a mechanical problem was identified consistent with a manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical problem associated with a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.